Event description:
During meniscus repair surgery utilizing a ultra fast-fix assembly ¿ curved, it was reported that after deploying the first implant, the second implant fell off the inserter. The first implant was left in the patient unsupported. A back-up device was used to complete the procedure. The patient¿s condition post-procedure was reported as good.

Manufacturer narrative:
The device was marked as available for evaluation. Although anticipated, the device has not yet been received. (B)(4).

Manufacturer narrative:
Device evaluation: one ultra fast-fix assembly - curved device was returned for evaluation of the reported complaint mode, "t2 implant fell off". The complaint could not be confirmed, as the insertion device was received without the suture, or implants. No visible damage was noted to the part returned. Given the state of the returned device, no functional testing could be performed. The root cause of the reported complaint could not be determined. A review of the device history records was performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. No further investigation is warranted at this time. (B)(4)